Event description:
It was reported the patient experienced shocking and jolting sensations for several months and then they felt no stimulation sensation from the left implant. The device was interrogated. The patient reported "5 leads were not working and 3 leads were coming out of the other one." The patient additionally reported no stimulation, shocks, sparks in the back, and a loss of therapeutic effect. The hcp was considering a revision. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.